Manufacturer narrative:
During a renal percutaneous transluminal angioplasty (pta) stenting procedure, it was noted that the balloon/stent delivery system (sds) of the 142 cm. Palmaz blue 5 x 50 stent mounted on an aviator plus did not swell with deflator/inflator. It was replaced by another renal stent to complete the procedure successfully. There was no reported patient injury. Additional information received indicated that the product issue reported was inflation difficulty/unable to inflate. The atmospheres of pressure applied were unknown. The inflation device used was not a cordis product. The same inflation device was used successfully with other devices. There was no reported leakage of contrast or balloon burst noted during the procedure. The stent (complaint product) was not implanted in the patient and was successfully removed from the patient. Another stent was used to treat the patient. The stent is being returned for analysis along with the stent delivery system (sds). There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no reported kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The manufacturer or brand of contrast media used was not specified. The contrast to saline ratio used was thirty percent (30%) contrast to seventy (70%) percent saline. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, guiding catheter or the vessel/vasculature. There was no reported difficulty crossing the lesion. The catheter was not ever in an acute bend. No additional information is available. The product was returned for analysis. One non sterile palmaz blue 5 mm x 50 mm on aviator plus 142 cm catheter was returned. Per visual analysis the stent was still mounted on the balloon, in its original position. Blood residuals were observed in the inflation lumen. No other anomalies were found. Per functional analysis when water was injected into the device a leak on its distal section was confirmed. Per sem analysis the external surface presented evidence of scratches that could be related to the balloon burst. The internal surface and marker bands did not present any evidence of damages. No other anomalies were found during the analysis. As no product lot number was provided a device history records review could not be completed. The reported ¿balloon inflation difficulty-unable to inflate¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Based on the information available for review, vessel characteristics (although unknown) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Neither the DHR review, nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The product was returned for inspection on 1/28/2016. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information received indicated that the product issue reported was inflation difficulty/unable to inflate. The atmospheres of pressure applied were unknown. The inflation device used was not a cordis product. The same inflation device was used successfully with other devices. There was no reported leakage of contrast or balloon burst noted during the procedure. The stent (complaint product) was not implanted in the patient and was successfully removed from the patient. Another stent was used to treat the patient. The stent is being returned for analysis along with the stent delivery system (sds). There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no reported kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The manufacturer or brand of contrast media used was not specified. The contrast to saline ratio used was thirty percent (30%) contrast to seventy (70%) percent saline. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, guiding catheter or the vessel/vasculature. There was no reported difficulty crossing the lesion. The catheter was not ever in an acute bend. No additional information is available. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a renal percutaneous transluminal angioplasty (pta)/stenting procedure, it was noted that the balloon/stent delivery system (sds) of the 142 cm. Palmaz blue 5 x 50 stent mounted on an aviator plus did not swell with deflator/inflate. It was replaced by another renal stent to complete the procedure successfully. There was no reported patient injury. The product is being returned for inspection. Additional information has been requested.